Event description:
Additional information received reported that the investigator indicated that the event mi was possibly related to the study stent.

Event description:
Patient received one endeavor sprint rapid exchange (rx) in the prox cx and two endeavor sprint rx in the prox to mid lad (ref MFR#2953200-2011-00234). It was reported that an edge dissection was noted on the lad which was treated with an overlapping stent in the mid lad to the stent in the prox lad (details of the stent are unknown). It was also reported that the patient had an extended hospitalization. During hospitalization the patient developed chest pain. Enzyme elevation resulted in a nstemi. Patient was taken back to cath lab. Ivus determined non obstructive coronary disease involving the left cx and lad. Patient was monitored overnight and had no more symptoms of chest pain or indigestion. Patient was stable on discharge. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (mi).

Event description:
It is reported that the patient suffered a mi approximately 19 months post index procedure. It is unknown whether the reported mi was related to the target vessel. It was not assessed whether this mi event was related to device

Manufacturer narrative:
(B)(4). Evaluation results: (mi).